Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned to animas. Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Evaluation also revealed moisture damage inside the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive and sticking for about (B)(6). She stated that just prior to the call to animas (B)(4), she was attempting to program a bolus and button presses caused scrolling. She stated that she wears the pump exterior to her clothing, and does not clean the pump.